Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the lead and ipg were explanted and replaced to address the issue. Effective therapy was established postoperatively.

Event description:
Related manufacturer reference number: 1627487-2019-14408.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective therapy. Diagnostics indicated the patient had high impedances on multiple contacts. Reprogramming was unable to resolve the issue. In turn, surgical intervention may take place at a later date to address the issue.